Event description:
It was reported that the skin dose rate was over 10r while doing a pm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the maximum dose. System operates as intended. This MDR is related to ge healthcare complaint number.